Event description:
The customer reported that the dhs angle guide has a part missing. This was noticed during inspection on (B)(6) 2021, the customer also noted that the device had been used in surgery on (B)(6) 2021 and the surgeon checked the patient¿s intra-op x-ray and he cannot see the broken piece.

Manufacturer narrative:
H6: device problem code corrected. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received guide had one of its four conical resting pins missing. The missing pin was not available for evaluation. The area around the hole appear to be slightly worn out. Excess material on the circumference of the hole was also missing, unlike around the other pins. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and the received product, the most likely cause of the failure is attributed to improper handling of the device, along with the natural wear of the material around the pin making it loose. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the dhs angle guide has a part missing. This was noticed during inspection on (B)(6) 2021, the customer also noted that the device had been used in surgery on (B)(6) 2021 and the surgeon checked the patient¿s intra-op x-ray and he cannot see the broken piece.